Event description:
A report was received that the patient had to frequently charge her ipg. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well post-operatively. The ipg was replaced per patient and physician's preference. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had to frequently charge her ipg. The patient will undergo an ipg replacement.